Event description:
It was reported that the patient had an advance sling implanted (B)(6) 2014. Following the implant procedure, the level of incontinence was reported to be worse. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).